Event description:
The facility reports during the lifting cycle, the client started to learn to the right hand side. The nurse supported the client's head, after which the drop occurred. The right side shoulder clip slipped off the 4-point spreader bar. The client fell, banging her head and sustaining bruising and swelling.

Manufacturer narrative:
No sling was initially received by the manufacturer for investigation. Pictures were received that acknowledge the report that the sling was in pristine condition. No product deficiency was noted or claimed on the sling. Information in the report and examination indicated: the lifter hanger bar allowed free movement of the sling and clips. The carer lifted the right-hand, upper side of the patient while in the sling. The sling detached on the right-hand, upper side. The manufacturer concludes the detachment occurred as a combination of the worn hanger bar attachment point pin not sufficiently securing the sling and the carer manipulating the pt while in the lifting cycle. It is recommended personnel be retrained to the lifter operating and product care instructions and the preventive maintenance schedule.